Event description:
It was reported that during a robotic low anterior resection procedure the device was difficult to open. The reload was a ecr60w and was used firing across bowel. It is unknown at what firing this occurred. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: on what tissue type was the device used? Bowel. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. During which stroke did the event occur? Na. What color cartridge was being used? White. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing,)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, but did open after the red release button was used. Is there any other additional information you would like to share about this device or procedure? No. One device was returned in good visual condition and with an ecr60w cartridge present. The reload was received partially fired 1/16. Upon further inspection, it was noted that the one piece sled was damaged. It is possible that the device was attempted to fire on ticker tissue than indicated. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.